Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. The insulin pump received with no moisture damage on the electronics, motor, vibrator and battery tube assembly. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer reported receiving a button error alarm on his insulin pump. Customer stated that the pump was exposed to rain water. At the time of the call, customer's most recent blood glucose level was 130 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.